Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a faradrive steerable sheath clear, blood was aspirated and continuous air bubble formation occurred in the aspirated blood. Several aspiration attempts were made using two syringes, which failed to resolve the issue. The sheath was replaced and the procedure was completed. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted the shaft was found to be kinked towards the distal tip of the sheath, what was not initially reported. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a faradrive steerable sheath clear, blood was aspirated and continuous air bubble formation occurred in the aspirated blood. Several aspiration attempts were made using two syringes, which failed to resolve the issue. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.